Event description:
Boston scientific received information that a high, out of range shock impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) through the remote monitoring system. All other measurements were in normal limits. The physician did not change the programmation and no revision was done. Hence, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.